Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display for the centrifugal control unit did not function. The issue was intermittent in nature. An alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.